Event description:
It was reported that deflation failure occurred and patient died. After advancing a .014 non-bsc guidewire, a synergy drug-eluting stent was implanted and dilated with an emerge balloon catheter. However, it was noted that the balloon would not deflate and got stuck. Subsequently, the patient died.